Event description:
Information was received indicating that a smiths medical cassette was disconnected from the cadd pump and a small amount of white crystalized substance was noted. There was no clinical or patient injury. There were no reported adverse events.